Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
The customer reported that during an anchorage case, the surgeon felt his glove pierce and noticed the screw was in bad condition.

Manufacturer narrative:
The reported incident that non locking screw anchorage ø3.5mm / l18mm was alleged of issue s-17 (device damaged) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused most likely by improper insertion the device was found damaged therefore the failure mode is confirmed. Nevertheless, this screw was used and the different damages found in the implant are the result of this usage. The distal thread is polished. The proximal thread is partially peeled off. The debris of this damage is found distally, close to the screw tip. This two damages are most likely caused by a grazing event between another metal component of the construct (plate or screw). The hexagonal head of the screw shows marks of a screw driver blade. The conjunction of this three factors show that the screw was most likely inserted in an improper angulations within the plate hole. This way the distal head was polished and the proximal thread peeled off. Is confirmed that the screw was used by the marks in the screw head. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that during an anchorage case the surgeon felt his glove pierce and noticed the screw was in bad condition.